Manufacturer narrative:
E1: phone with extension (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when attempting to loosen from the needle the staff's tip of thumb was pierced and out other side with clean cathelon. The event occurred during testing when the staff attempted to loosen cathelon hub prior to insertion. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.